Event description:
Reference: MFR: sunnex inc., type: hs. Model: wh-601e2n part# 18394 class 2, input 120vac 60hz 0.5a, output 12 vac 60w. Operator plugs in flexible gooseneck-stand lamp power cord into a 120vac power outlet receptacle. There is a loud spark and the breaker blows in the operating room. This same incident recurrs using a second identical lamp, in a different operating room, at a later time. Analysis of internals of the lamp plug shows that lamps that do not cause this problem have a small red cardboard insulator inside the plug housing. The two lamps which caused the short circuit did not have the small red cardboard insulator in place. Apparently this component was overlooked and not placed inside correctly in the manufacturing process for the two defective lamps. All our lamps of this model have qc stickers marked: 200602 - ok by #02. We have reported these incidents to sunnex. No patients or employees were hurt. Dates of use: purchased in august 08. Diagnosis or reason for use: illuminate work space. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.